Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump passed the basic occlusion test, displacement test and bolus delivery. No motor error alarms occurred during test. Motor tested ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that she is on her way to the emergency room due to high blood glucose. Customer's blood glucose was unknown. Caller stated that the customer insulin pump alarmed motor error during bolus and basal. Nothing further was reported.